Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 370 mg/dl. Customer treated with manual injection. Insulin squirts out during manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip noted.